Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1007 indicative of the capacitor charge time exceeding the limit. It was recommended to replace the device. Furthermore, previous to the replacement procedure, it was noted that the device had entered in storage mode. This device was replaced. No further adverse patient effects were reported.